Event description:
Boston scientific received information that this system was exhibiting a gradual increase in pacing impedance measurements on the right ventricular (rv) channel. Sensing and threshold measurements were stable and no noise was observed. One year later, threshold measurements had increased and impedance measurements had exceeded 2000 ohms. A revision procedure was performed and the associated device was removed from service and replaced. This lead remains actively implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.